Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be operating in safety mode. Boston scientific technical services (ts) recommended device replacement. Surgical intervention was performed, and the device was explanted. It was also reported that the patient had been receive shocks despite being asymptomatic. The shocks are suspected to be inappropriate therapy.